Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm resulting in a system controller exchange on (B)(6) 2023 was unable to be confirmed. No log files from the event were submitted for review. Provided information indicated that the system controller was exchanged due to the backup battery fault alarm. The customer declined to provide additional event information. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial numbers of the system controller and backup battery being unknown. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6)2023 there was a possible backup battery (bb) fault with possible system controller change. There was a discrepancy with the serial number of the controller.